Manufacturer narrative:
Na.

Event description:
The customer had issues with calibrations for microalbumin and transferrin. The field service representative found there was clogged vacuum tubing on the rinse mechanism which was causing overflow of water on top of the reaction cells. He decontaminated the rinse tubing and the concentration waste vessels. He performed instrument checks and manual verification of functions. He ran precision testing with results within the guidelines. The customer ran successful calibrations and qc within specifications. The customer repeated many patient samples on another cobas c502 analyzer and found all repeat results match the original results except for three ss2-microglobulin samples. Of the data provided, only the results for one of the samples were discrepant. The original result was 1.2 mg/l and the repeat result was 3.4 mg/l. All of the results were reported outside the laboratory. The repeat results were believed to be correct. The patient was not adversely affected. The reagent lot number was 60773101 with an expiration date of 01/31/2016.